Manufacturer narrative:
Device was not returned for root cause analysis. No previous repairs were noted within the last 12 months. No photographic evidence was provided to aid in the investigation. An error history log was not provided to aid in the investigation. However, unable to confirm due to the device not being returned. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Event description:
It was reported that there was an increased incidence of increasing pressure warnings on the medfusion 3500 pumps. The issues was encountered primarily with IV lipid emulsion 20%. Troubleshooting was performed and it was confirmed that there was no actual occlusion. It was stated that the IV tubing was not primed using the pump. This was done externally due to need for sterile line changes. The patient received medical treatment, total parental nutrition (tpn), with lipids hung separately from tpn. Due to high patient acuity in nicu, reported devices are still in use due to unavailability of backup pumps. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.